Event description:
Customer received calcium result of 8.8 mg per dl on their cobas 6000 analyzer. Same sample was repeated on this i400+ giving 8.0 mg per dl. Initially customer did not know which calcium result was correct. Customer states 8.8 mg per dl was reported to physician and they now feel the correct result was reported, no corrected report was generated.

Manufacturer narrative:
The field service representative determined imprecision caused by defective syringes b and c was the cause of the issue. He replaced dosage syringes b and c and verified analyzer operation by performing check test and running controls.